Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the when medication was drawn by the bd¿ 3 ml bd luer-lok¿ blunt fill needle the medication turned brown when drawn into the syringe. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that the when medication was drawn by the bd 3 ml bd luer-lok blunt fill needle the medication turned brown when drawn into the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that the when medication was drawn by the bd¿ 3 ml bd luer-lok¿ blunt fill needle the medication turned brown when drawn into the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. However, the customer is likely describing silicone presence on the stopper, which is normal and expected. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.